Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding') in a 56-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (microgestin) from (B)(6) 2011 to (B)(6) 2011, contraception (paraguard) from (B)(6) 2009 to (b)2011 and contraception (mirena) from 1989 to 2009. In 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti"). In december 2018, the patient experienced lichen sclerosus ("lichen sclerosus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (right salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain lower, genital haemorrhage, pelvic pain and back pain had resolved, the urinary tract infection was resolving. At the time of the report, the depression and lichen sclerosus had not resolved. The reporter provided no causality assessment for depression and lichen sclerosus with essure. The reporter considered abdominal pain lower, back pain, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: as per pif date of insertion updated (B)(6) 2011 to 2010 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding') in a 56-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (microgestin) from (B)(6) 2011 to (B)(6) 2011, contraception (paraguard) from (B)(6) 2009 to (B)(6) 2011 and contraception (mirena) from 1989 to 2009. In 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti"). In (B)(6) 2018, the patient experienced lichen sclerosus ("lichen sclerosus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (right salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain lower, genital haemorrhage, pelvic pain and back pain had resolved, the urinary tract infection was resolving. At the time of the report, the depression and lichen sclerosus had not resolved. The reporter provided no causality assessment for depression and lichen sclerosus with essure. The reporter considered abdominal pain lower, back pain, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. The reporter commented: as per pif date of insertion updated (B)(6) 2011 to 2010 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: plaintiff fact sheet received : insertion date and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (microgestin) from (B)(6) 2011, contraception (paraguard) from (B)(6) 2009 to (B)(6) 2011 and contraception (mirena) from 1989 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("frequent uti"). In (B)(6) 2018, the patient experienced lichen sclerosus ("lichen sclerosus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (right salpingectomy and full hysterectomy). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the abdominal pain lower, genital haemorrhage, pelvic pain and back pain had resolved, the urinary tract infection was resolving. At the time of the report, the depression and lichen sclerosus had not resolved. The reporter provided no causality assessment for depression and lichen sclerosus with essure. The reporter considered abdominal pain lower, back pain, genital haemorrhage, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure insertion date updated. Essure removal date added. Patient initials updated. Patient height, date of birth added. New events: cramping, abnormal bleeding, pelvic pain, frequent uti, lower back pain, depression and lichen sclerosus added. New medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.